Event description:
An 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, the patient experienced the following problems; dislocation of the tube, decreased therapeutic effects and tube kinks. On (B)(6) 2009 a new 80cm two port through the peg jejunal feeding tube (j-tube) was inserted and two extra holes were placed in the tube approximately 20 and 25cm from the tip. The tip was placed 15-20cm below the treitz. The holes were put in to provide more medication to the patient. This type of modification is not indicated in the dfu. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
An 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, the patient experienced the following problems; dislocation of the tube, decreased therapeutic effects and tube kinks. On (B)(6), 2009 a new 80cm two port through the peg jejunal feeding tube (j-tube) was inserted and two extra holes were placed in the tube approximately 20 and 25cm from the tip. The tip was placed 15-20cm below the treitz. The holes were put in to provide more medication to the patient. This type of modification is not indicated in the dfu. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
An 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purposes of administering medication for advanced stage parkinson's disease. According to the complainant, post procedure, the patient experienced the following problems; dislocation of the tube, decreased therapeutic effects and tube kinks. On (B) (6) 2009 a new 80cm two port through the peg jejunal feeding tube (j-tube) was inserted and two extra holes were placed in the tube approximately 20 and 25cm from the tip. The tip was placed 15-20cm below the treitz. The holes were put in to provide more medication to the patient. This type of modification is not indicated in the dfu. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient's exact date of birth is unknown however born in (B)(4).

Manufacturer narrative:
It is unknown whether the product has been reprocessed or resterilized. (B) (4) - decreased therapeutic effect. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).